Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ever since receiving the new recharger, the stimulation has been turned off twice. The patient's father inquired if the patient could turn off their stimulation pressing a certain button or sequence on the recharger. It was explained that it was not possible with the new recharger. They do not know if it was human error. No one by the patient's father charges and checks the patient but it never happened to them before, so they were unsure about the situation. It was suggested they could consider getting an appointment in the hospital to have the ins interrogated.